Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection of the first unit noted that the handle was broken, gears were disengaged, and there were tool markings. The second unit had disrupted timing and a protruding tack. The handle was actuated and the tacks deployed but did not seat properly in the test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition is caused by an instrument that has been exposed to excessive force while applying helixes to a surface. If a helix is fired over improper surfaces it can provoke the exertion of excessive force to the handle causing the unit to disrupt the timing and to a possible jam. Replication of the broken handle may result from rough handling of the unit during use. The tooling marks indicate the handle was pried open. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: occurred during a bilateral inguinal hernioplasty. While firing tacks into the muscle to affix the mesh, the handle became stuck. The subsequent tack comes out and locks the fired one. Some tacks were able to be fired normally from the device, and properly penetrate and hold the tissue. Nothing disengaged into the patient cavity. Two other tackers were used during the procedure and were able to fire tacks normally but could not penetrate the tissue. Some of them were able to hold onto the tissue properly. No patient injury or extension in surgical time. Patient status is alive, no injury.